Event description:
Caller states the patient tested 7.2 inr and 7.0 inr on the coaguchek xs system while a comparison lab returned as 12.3 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.